Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 28-oct-2022 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no. Mfg date: 05-may-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure of a leadless implantable pulse generator (ipg), the patient experienced cardiac perforation and cardiac tamponade, post the second deployment, with contrast. Intraoperative radiography was performed under right anterior oblique (rao), at which point it was determined that cardiac perforation had occurred. The leadless ipg and its delivery system were attempted/not used. The implant was abandoned. The patient received emergency rescue treatment. After surgical treatment, the epicardium was implanted for temporary pacing and transferred to cardiology surgery for observation. No further patient complications have been reported as a result of this event.